Event description:
On 30-apr-2026 it was reported that on (B)(6) 2026, the user experienced hyperglycemia with blood glucose (bg) levels reaching 585 mg/dl, resulting in hospitalization. Emergency medical services transported the user to the hospital where the user was admitted on (B)(6) 2026, treated with insulin and IV fluids, and discharged on (B)(6) 2026. No long-term health effects were reported.

Manufacturer narrative:
The user experienced severe hyperglycemia requiring hospitalization while on ilet therapy. Review of available information identified sustained hyperglycemia for approximately four hours prior to admission. The user was utilizing inset infusion sets and a potential infusion site issue was suspected; however, this could not be confirmed because the infusion set and pump were removed by hospital staff prior to evaluation. Engineering log review for the reported event timeframe was limited due to a cloud sync gap from (B)(6) 2026, through (B)(6) 2026, which is not indicative of device malfunction. Available engineering logs showed no malfunction alerts, no motor errors, and the ilet was otherwise functioning as intended. Based on available information, the exact cause of the event could not be established. If additional information becomes available, a supplemental MDR will be submitted.